Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states (similar to vega r leads model).

Event description:
Reportedly, once the implant of a vega m58 was finished, the final fluoroscopic image showed that the lead helix had retracted. Despite this observation, the electrical parameters were within specification, with an impedance of 756 ohms, a pacing threshold of 1.00 v at 0.35 ms in bipolar configuration, and 1.25 v at 0.35 ms in unipolar configuration. The lead remained in position and exhibited satisfactory electrical performance. Therefore, according to the physician, an extra follow-up approach was adopted to monitor the lead's evolution. A follow-up was performed on (B)(6) 2026. According to the physician, the lead parameters remained stable, and no further action was deemed necessary. No reintervention has been performed or scheduled.